Event description:
The pt's mother reported that while on his primary insulin infusion device, the pt has been experiencing elevated blood glucose readings in the 400's mg/dl. She stated his doctor recommends a blood glucose level in the high 100's mg/dl. The patient's mother stated, the pt had been on his backup infusion device and his blood glucose readings were normal. He then changed to his primary device in 2007 and his blood glucose went up that night and the following day. She said he discovered the elevated readings through routine testing and his only symptom was irritability. She stated, he corrected his blood glucose levels by switching to his backup infusion device and bolusing insulin. Troubleshooting did not find any issues with the product. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.